Manufacturer narrative:
This report was determined to be MDR reportable upon receiving the information from the initial reporter. Cook endoscopy requested authorization to participate in FDA's alternative summary reporting program on 02/09/2010. Because the due date of this MDR report fell between 01/01/2010 - 03/31/2010, the information was listed in cook endoscopy's draft alternative summary report to be submitted to FDA on 04/30/2010. On 04/01/2010, FDA was contacted by cook endoscopy to inquire as to the status of authorization to participate in the asr program. FDA contacted cook endoscopy on 04/05/2010 and informed us that our request to participate had been declined because the rate of these reports is below the minimum for participant consideration. Therefore, this report is being submitted on the individual medwatch form - 3500a. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate internal personnel have been informed of this type of occurrence and this was brought to the attention of the quality review board (qrb). No further action warranted at this time because the reported occurrence could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare, customer quality assurance will continue to monitor for complaint trends.

Event description:
During an upper endoscopy procedure, the physician used cook endoscopy captura serrated forceps with spike. The forceps reportedly created tearing of the tissue instead of cleanly excising the tissue. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.